Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) stated that the cause of the event was unknown. The healthcare provider increased the rate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient representative regarding a patient receiving unknown baclofen (200 0mcg/ml at 1500mcg/day) via an implantable pump. The indications for use was intractable spasticity. It was reported that the caller, the patient's managing physician, stated that the patient just had pump implanted but got admitted to the sicu today with withdrawal symptoms. The caller stated when they interrogated patient's pump, it said the pump time off was by 37,000 hours and wanted to know if this is why patient is withdrawing. The manufacturer's technical services specialist (tss) discussed pump grabs its date and time from programmer at last update. Tss verified that no motor stall or other events occurred in logs with the exception of programming steps at date of implant. Tss discussed programmer date time must have been off when last update was done on pump and unlikely to be cause of patient's current withdrawal state. Tss also confirmed no recent decrease in dosage. Additional information was received from a patient's representative (caller). It was reported that since implant, the patient had been exhibiting baclofen withdrawals, has been brought to the ER and is currently at the ICU. The caller stated the pump was replaced due to normal battery depletion. The caller stated that when the patient was brought to the ER on wednesday (B)(6) 2025 and the pump was interrogated by someone - first and last name unknown - "something red popped up on the tablet saying warning". The caller stated then 1.5-2 hours later, 2 doctors showed up and they interrogated the pump. The caller stated that they said the pump was working fine. The caller stated that at implant, they took the old medication from the old pump and put it in the new pump. After they interrogated the pump, they then took out the old baclofen and refilled the pump with new baclofen. The caller stated that yesterday, the managing physician went to the ICU and interrogated the pump and increased the baclofen. The caller states patient had been on oral baclofen and IV ativan. The patient had been exhibiting severe withdrawals, seizures, redness, blood pressure issues, and stated typical withdrawal's that are listed on the literature, severe cramping. The caller stated the doctor said the patient has a little phenomena and stress from surgery could have triggered withdrawals symptoms. The caller wanted to know if the interrogated records would show when the pump was turned on and the manufacturer's patient services specialist (pss) reviewed. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. The patient was redirected to their healthcare provider to further address the issue.